Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration check showed the pump is not detecting the correct force. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: an ¿ezprime¿ sequence was successfully performed with no issues. The pump successfully completed a 24-hr duration test; no alarms occurred during the time period. Only typical usage observed in alarm history; no alarms related to the complaint were observed. The basal and boluses add up appropriately to total the tdd. The pump successfully passed a 29 hour flow accuracy test. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Patient negligence issue - pump subjected to conditions outside specifications.